Event description:
It was reported by the rep that the (1) was used during an unknown procedure. It was reported that the 512sd was inserted into the abdomen and the shield did not retract leaving the blade exposed. It was not reported how the case was completed. There was no pt consequence.